Event description:
The hospital reported that during an endoscopic vein harvesting procedure, blower mister with IV sets co2 was not flowing through the blower mister. Co2 source was confirmed to be working properly and flow control clamp was open. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, blower mister with IV sets co2 was not flowing through the blower mister. Co2 source was confirmed to be working properly and flow control clamp was open. A replacement device was used to complete the procedure. No patient involvement.